Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that inappropriate antitachycardia pacing therapy (atp) delivered for a supraventricular tachycardia (svt) after atrial undersensing was received. This resulted in arrhythmia where the ventricular rate was greater than the atrial rate. Due to the length of the undersensed atrial episode, a data anomaly was noted where discrimination changes from svt to vt (ventricular tachycardia) was hidden on electrocardiogram (egm). The patient was stable.